Manufacturer narrative:
Section h10: (h3) pending evaluation: (d10) concomitant device(s): 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t: 5269649. 200-02-32 - three peg patella 32mm: 5407294. 02-010-01-0230 - lgc femoral ps cem left sz 3: 5451968. 521-78-32 - threaded pin size 3.0 collarless: 5346111. 521-78-32 - threaded pin size 3.0 collarless: 5346114. 521-78-32 - threaded pin size 3.0 collarless: s005729.

Event description:
As reported, approximately 5 years post op initial left tka, this 73 y/o female patient was revised. The patient was revised due to poly issues with flaking and delamination. Fragments of polyethylene were present in the knee joint causing the surgeon to spend 5-15 minutes removing them. The patient was revised to a 35mm patella and a size 3 13mm tibial insert. Patient was last known to be in stable condition following the event. Devices are not returning - discarded at hospital.

Manufacturer narrative:
The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation.

Manufacturer narrative:
*The following sections have corrected information: h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the severe wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.